Event description:
It was reported that the ilet screen assembly was separating from the device housing while the device remained operational, and the device was replaced; the user continued therapy on the affected device or backup as needed, and confirmed no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no clinical intervention, no hospitalization, and no impact to therapy beyond replacement logistics. Investigation included review of complaint details, verification of device identification and shipping records, and user confirmation of clinical status. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel separation, with no malfunction of insulin delivery or user interface functionality reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the display assembly or adhesive interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.